Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the kit had the wrong cannula in the set which would not allow the blade to go through the cannula. Another instrument set from a competitor was used to finish the surgery. Another incision was made to use the additional set.